Manufacturer narrative:
Problem of carrier would not retract. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair with the uphold mesh and tension pre-vaginal tape procedure on (B)(6) 2016. According to the complainant, during the procedure, the suture device was stuck. The procedure was completed with another with the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.